Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast implant prophylactic removal to avoid injury. (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with unknown mentor breast implants experienced no complications, but underwent prophylactic implant removal to avoid injury due to the implants being ¿too old.¿ the patient underwent explantation and replacement with unspecified mentor gel breast implants on an unknown date. This medwatch report has been defaulted to saline breast implant due to unknown type. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the second of two implants.